Event description:
It was reported that the right ventricular lead exhibited low defibrillation impedance.

Event description:
New information received noted that the impedance issue was seen in clinic. Reprogramming was successful.